Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery in an ophthalmic console vacuum did not build up. The surgery was completed by changing the tip. There was no patient impact.

Manufacturer narrative:
The company service representative, was able to resolve the reported event remotely with the customer. The company service representative, instructed the customer to change the phaco handpiece tip. After the replacement, the reported issue was resolved. The sr was closed, as there were no further service or spare parts requested. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).